Event description:
It was reported that the patient with this pacemaker has been getting hiccups and when the pacemaker paces, her shoulder starts to twitch or jerk. Furthermore, she has been having palpitations, shortness of breath (sob), feeling like she is going to pass out and she actually passed out. When she felt the sob, they called a code. Her heart rate is dropping below 60 bpm and the day before the call her pulse was down to 53 bpm or 54 bpm. Patient thinks that something is loose, but she has been told the system is fine. The patient is frustrated with her clinic and field representative. The pacemaker remains in service at this time. No additional adverse patient effects were reported.